Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient met with a manufacturer representative to have their device checked one and a half years prior to the call. The manufacturer representative had told them they were ¿losing their lead¿. It was likely thought that the patient was referring to their electrodes.